Event description:
The surgeon implanted a collamer lens model cc4204bf and was damaged. It was indicated that the surgeon noticed the damage after implantation. The lens was implanted and removed without patient injury. The indigo injector and sfc-25 cartridge, lot numbers unknown, were used during surgery. The facility believes the lens was damaged by the plunger in the injector.